Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer had insulin pens available as alternate insulin therapy.